Event description:
During the lifetime of the device atrial undersenslng had been observed. Due to current device being at eri physician chose to implant an entire new system on left side and replace to give patient best system possible to track af burden and pace appropriately. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)